Manufacturer narrative:
(B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015 - the medtronic representative performed a test spin and was unable to replicate the issue. Noted was that the patient had multiple fractures causing significant frame movement. Discussed navigation options for similar cases in the future and provided additional training at the site. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an in accuracy of 4 millimeters anterior using the spine software. The site was able to verify instruments without issue, and experienced this behavior with both the pointer probe and the tap. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.